Event description:
It was reported that the customer experienced issues with a touchscreen that froze when inputting value. There was no reported impact to the customer's blood glucose level. The customer declined further follow-up with technical support and was not provided with any additional information regarding the outcome of the event.